Event description:
Ous MDR - high lead impedance was noted after a CT-scan of the patient. The lead impedance was >3000 ohms when in bipolar, and 2700 ohms in unipolar. The pacing threshold was 1.5v @ 0.4ms. There were no issues with pacing failure or oversensing. According to the trend-graph, the lead impedance started increasing from (B)(6) 2013. On (B)(6) 2014, the physician suspected the lead fracture and an additional ICD lead was implanted, this lead remains in the patient. During the operation, no lead damage was observed by x-ray. The lead was not measured by a psa, only by a programmer.

Event description:
Ous MDR - high lead impedance was noted after a CT-scan of the patient. The lead impedance was >3000 ohms when in bipolar, and 2700 ohms in unipolar. The pacing threshold was 1.5v @ 0.4ms. There were no issues with pacing failure or oversensing. According to the trend-graph, the lead impedance started increasing from (B)(6) 2013. On (B)(6) 2014, the physician suspected the lead fracture and an additional ICD lead was implanted, this lead remains in the patient. During the operation, no lead damage was observed by x-ray. The lead was not measured by a psa, only by a programmer.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.